Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the screw thread twisted and broke when the surgeon was fixing the screw to the frontal bone. A part of the two screws remained in the patient¿s frontal bone. The surgeon stated that there is no possibility of an adverse event although a part of the screws remain in the frontal bone. The surgery was completed and the surgical delay is unknown.

Manufacturer narrative:
The distributor stated they received the screws; they provided photographs of the two screw heads. The tips of the screws are not pictured; the reported complaint states they remained in the patient¿s frontal bone.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Two (2) screws from cross-drive screw 1.0 x 3 mm 5/pk 1 (01-7403) with an unknown lot number were returned without packaging. The complaint was confirmed as the screws were found to be fractured. Review of the complaint history determined that no further action is required as no trends were identified. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.